Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapped into place. Blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. Customer support guided the caller through inspecting and cleaning the pneumatic tap and cartridge areas, leading to the successful reloading of the cartridge and resumption of insulin therapy.